Event description:
In a journal article the investigators reported that following intraocular lens (iol) implant surgeries, four patient presented with decentration of the iol. The study evaluated 54 patients (108 eyes). Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Add'l info has been requested. Citation: leydolt c, kriechbaum k, schriefl s, pachala m, menapace r. Posterior capsule opacification and neodymium: yag rates with 2 single-piece hydrophobic acrylic intraocular lenses: three-year results. J cataract refract surg 2013; 39: 1886-1892. (B)(4).